Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v594725, implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n261776, implanted: (B)(6) 2011, product type: accessory. Product ID: 399930, lot# v204273, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
Additional information received reported the manufacturer representative was unsure of the percentage of symptom reduction. The event cause was not determined. The patient mentioned it could have been a change of pain pattern. It was unknown if it was device related. The addition of an implantable neurostimulator (ins) had not been done. The manufacturer representative believed the office was working on the insurance approval/surgery scheduled at that time. No other interventions were planned or taken at that time. The patient was doing well and was waiting for the ins exchange.

Event description:
It was reported that the patient was going to need to have another implant because the healthcare provider (hcp) told the patient that the implantable neurostimulator (ins) was not functioning properly. When the manufacturer representative went out to do a reprogramming, they were not able to get the stimulation to cover the pain. The patient had the lead that was surgically implanted and was told it used a lot of power. The manufacturer representative told the patient that there could only be so much energy per lead and the hcp wanted to replace the current ins and implant a second one with more leads to cover the pain. The current ins was nearing the end of battery life. The patient had multiple reprogramming sessions and they were not able to cover all the pain and would need to add ins's and leads. Information regarding cause of event, if a replacement was done or scheduled, and patient outcome has been requested.